Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic assisted total gastrectomy, the jaws would not open after closing during the function check of the device. A new battery was used and then the device worked properly. There was no injury or adverse event reported.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload and one powered handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an eeprom (electrically erasable programmable read only memory) review by engineering, and an evaluation of the returned devices. Visual examination of the staple cartridge noted that the reload had a full staple complement. Visually, there were no abnormalities noted for the handle. The eeprom was uploaded and indicated (B)(4) autoclave cycles for the handle. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Since the clinical battery and adapter were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the device. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All (B)(4) white status lights illuminated indicating at least (B)(4) surgeries remaining on the handle. A pmv representative adapter was inserted onto the handle and calibrated without issue. All (B)(4) white status lights illuminated at least (B)(4) surgeries remaining on the adapter. The subject reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The jaws of the reload were able to open and close properly. The subject reload was then fired over test media with clean transection and proper stapling. The reload was unloaded properly. A review of the device history records for indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.